Event description:
It was reported that an occlusion alarm occurred. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.